Event description:
It was reported that while stimulation was turned on a loss of therapeutic effect occurred. A lead revision was planned. Additional information has ben requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was reprogrammed which resolved the loss of therapeutic effect. Impedance testing showed no anomalies and the patient was received better stimulation. The patient outcome was reported as "good".

Manufacturer narrative:
(B)(4).